Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses. There was no reported impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the pump calculated boluses as expected. Reportedly, the customer continued to use the pump for insulin therapy.